Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the device had a low transmitter battery alert. No additional event or patient information is available. No product was provided for evaluation. Data was provided the confirmation of the complaint is not confirmed. The probable cause could not be determined.